Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation observed the device to pass flow testing. No correction is required. The volume delivery not accurate was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the volume delivery of a spectrum pump was not accurate. There was no patient involvement. No additional information is available.